Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was further noted that the display wires were pinched, (wire insulation exposed), lower case was broken, main world label was damaged, main seal, six plugs and six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.